Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: h10.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information per completion of the investigation. The following sections of this report have been updated: corrected h6 device code, additional code added to h6 investigation conclusions, and literature reference added to h11. Literature reference: fournier, a., robert, p., lattuca, b., duflos, c., duroyon, m. M., macia, j. C., ... & leclercq, f. (2025). A streamline strategy for indication and length of telemetry monitoring after tavr. Catheterization and cardiovascular interventions.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from february 2023 to september 2024. Therefore, the first day of the reported study period (01-feb-2023) was used as the occurrence date. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (preexisting conduction disorders) may have contributed to these events. However, a definitive root cause for the heart block for each study participant could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
Through review of medical article "a streamline strategy for indication and length of telemetry monitoring after tavr", corresponding author dr. Florence leclercq, the following events were identified as pertaining to an edwards device: twenty-seven patients who received an unknown sapien 3 ultra valve implanted in the aortic position via transfemoral approach developed heart block, requiring permanent pacemaker implantation (ppi). One patient with wide left bundle branch block (lbbb) and new 1st degree atrioventricular (av) block experienced syncope on day 3, leading to ppi. Additionally, one other patient with pre-existing right bundle branch block (rbbb) and new first 1st degree av block did not receive ppi initially; developed 3rd degree av block on day 6, requiring ppi. Another patient, with prior left anterior hemiblock (lah) developed 1st degree av block post-tavr and was discharged on day 3; experienced non-traumatic syncope on day 6 due to 3rd degree av block, requiring ppi. Another patient developed new wide lbbb, was fitted with an intra-cardiac monitoring (icm), discharged on day 6; experienced non-traumatic syncope on day 7 due to 3rd degree av block, requiring ppi. The last patient had no conduction disturbance at discharge (day 3) but developed dizziness on day 8; ECG revealed new lbbb with 1st degree av block, requiring ppi.